Event description:
The customer reported a burning odor and observed possible smoke or haze coming from the back of the architect i2000sr analyzer the morning of (B)(6) 2022. The analyzer was powered off as a precaution. An abbott field service engineer inspected the analyzer and found no issues or damage/evidence of burning. The analyzer was powered back on and no smoke or burning odor was observed. Controls and patient samples were tested without any issues. No injury was reported due to the odor/potential smoke.

Manufacturer narrative:
Service performed extensive troubleshooting, but could find no evidence or burning nor burning smell even though multiple sources of possible electrical burning/fire sources were checked. An identifiable cause for issue could not be found. The module function was verified with a control/precision run. The architect system operations manual contains adequate information for troubleshooting the observed issue. No contributing factors in the month prior to the complaint were identified in-regards to the system. The service history of the (B)(4) verifies no subsequent issues have been reported related to burning smell/odor results. Trending review determined no adverse trend for the issue for the product. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burning smell/odor observed was limited to the back of the analyzer, there was no evidence of fire (burn/charred) to the module. Based on the investigation, no deficiency was identified.